Event description:
Pacing difficulties; it was reported that the catheter was unable to pace in ICU after pci. Customer changed the catheter to goodman pacing catheter and problem was solved. The device was discarded at hospital.

Manufacturer narrative:
Device was discarded at hospital.